Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. There was problem unloading the device. There is a reload still on both manual stapling handles. The manual stapling handles were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. A second manual stapling handle was opened but the same problem occurred. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was returned still attached to the returned instrument. The jaws were clamped and the reload was fully fired. The instrument firing knobs were retracted and the reload was removed. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. There was problem unloading the device. There is a reload still on both manual stapling handles. The manual stapling handles were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. A second manual stapling handle was opened but the same problem occurred. In order to resolve the issue and complete the case, opened a third manual stapling handle and that worked. There was no patient harm. The patient had no injury.